Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17349395m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a mild pericardial effusion (requiring medication) and a mild hematoma (requiring no medical or surgical intervention). On post-procedure day 1, a pericardial effusion was diagnosed. Medication (acetylsalicylic acid) was administered. Patient required 2 days of extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, serious, not investigational device-related (carto finder software), definitely non-investigational device-related (ablation catheter), and definitely index procedure-related. Also on post-procedure day 1, a hematoma was discovered. No intervention was necessary. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not investigational device-related (carto finder software), and definitely index procedure-related. Since this adverse event required extended hospitalization and the medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. It was also reported that there was a software crash during the procedure as there was an error message stating, ¿the carto application must restart. Please wait while the system completes the process.¿ the system restarted twice. Issue was resolved. There were no patient consequences as a result of the software crash. This error message issue was assessed as not reportable as the potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote.